Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro jaws got red hot and stayed on. The silicone jaw boots melted due to the heat. A replacement unit and cable were used to complete the procedure. The hosp did not report any pt effects. The products are returning.